Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of pull magnet incl. Bracket solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Te 11 indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of te 11 occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. The correction of field #d9 device available for evaluation? Was required. D9 - device available for evaluation? - previous device available for evaluation? Yes, corrected device available for evaluation? No.

Event description:
Manufacturer's ref. #: (B)(4).